Event description:
It was reported that during placement of the left ventricular (lv) lead, the physician noted some friction while sliding the guide wire in and out of the lead. It was also noted that the guide wire was not visible on fluoroscopy. The lead was still placed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)